Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the (B)(6) 2008 and performed to specification, alongside random manual power ons, up to the (B)(6) 2009. The device failed multiple self-tests due to a low battery between (B)(6) 2009 and the last log entry on the (B)(6) 2016. Manual power ups of less than one minute duration are recorded during this time. Temperatures are recorded below the recommended minimum stand by temperature. Investigation was unable to replicate or find conclusive evidence of the reported fault. It is assumed the customer returned the device in response to field safety corrective action as membrane failure can be characterised by manual power ups of ten minutes duration. The returned pad-pak has an expiry date of may 2014 and would have contributed to the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.